Event description:
It was reported that a polaris plug driver tip fractured intra-operatively and was retained in the closure top. An attempt was made to remove the fractured tip, however, it was unsuccessful. There was no patient harm or procedural impact, aside from the retained tip.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.